Manufacturer narrative:
Insulin pump passed functional testings including displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and no delivery tests. Device was received with normal operating currents and no unexpected off no power or low battery alarm noted. Device was received with intermittent button response due to flattened all the buttons dome switch. No numbers scrolling up noted. Device had cracked reservoir tube lip.

Event description:
Customer reported via phone call that the buttons were unresponsive and the numbers kept scrolling on its own. Customer reported she had an emergency room visit due to high blood glucose. Customer's blood glucose was over 700 mg/dl. During the emergency room visit, found the cannula was bent. Customer was treated with IV fluids and manual insulin. Customer was wearing the device during time of emergency room visit. Customer declined troubleshooting. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.